Event description:
The customer contacted stryker to report their device was turning on and off by itself. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.